Event description:
It was reported via repair work order that the footboard was working intermittently due to 2 damaged footboard connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.